Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 (#: 61920525) was implanted during a procedure. According to the complainant, the valve showed a malfunction. The fault could not be further explained. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits in the reservoir were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates not within the accepted tolerance in either position. During the measurement in the vertical position the valve is blocked. In the horizontal position the valve showed also a reduced outflow. Internal inspection internal inspection: after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we can determine an occlusion of the valve. The determined deposits can be named as the cause for the blockage. Organic material in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer for investigation.